Event description:
It was reported that during a coronary angiogram procedure, a shaft break occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 6f runway guide catheter was placed, when attempting to introduce the guidezilla¿ extension catheter into the guide catheter, the physician encountered severe resistance and was struggling to get the guidezilla¿ to pass through, the blue portion of the guidezilla¿ broke off at the end of the shaft. Upon inspection he also found the guidezilla¿ was bent. Another guidezilla¿ was used and was also unable to advance through the guide and became damaged. The 6f guide was replaced with a 7f wiseguide. A third guidezilla¿ passed through the 7f guide catheter with ease and the procedure was completed successfully. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood and contrast on the returned unit. Microscopic examination revealed that there were numerous kinks on the shaft. The proximal end of the shaft was damaged. The outer diameter (od) of the undamaged portion of the distal shaft was measured using a calibrated laser micrometer. The maximum od was within specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination presented no damage or irregularities to the pfte, collar, or tip of the device. A mach1 6f guide catheter was also used for functional testing. Functional testing was performed by inserting the guidezilla through the hub of the mach1 guide catheter. The guidezilla was unable to advance due to the tip damage on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary angiogram procedure, a shaft break occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. A 6f runway guide catheter was placed, when attempting to introduce the guidezilla¿ extension catheter into the guide catheter, the physician encountered severe resistance and was struggling to get the guidezilla¿ to pass through, the blue portion of the guidezilla¿ broke off at the end of the shaft. Upon inspection he also found the guidezilla¿ was bent. Another guidezilla¿ was used and was also unable to advance through the guide and became damaged. The 6f guide was replaced with a 7f wiseguide. A third guidezilla¿ passed through the 7f guide catheter with ease and the procedure was completed successfully. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).